Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for balloon rupture from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a 2.75x15mm xience xpedition stent delivery system (sds) was advanced, without resistance, to the distal left anterior descending (lad) coronary artery. During initial inflation, the balloon ruptured at 10 atmospheres (atm). There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information.